Event description:
It was reported that that patient presented remotely via merlin.net. Upon review of transmission, it was found that the left ventricular lead exhibited loss of capture due to positioning. No interventions were performed. Patient condition was stable.